Manufacturer narrative:
The insulin pump passed the displacement test, however failed the self test due to a pump restart. Moisture damage on the electronic assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid. The customer¿s blood glucose level was 4.8 mmol/l. The customer stated that the fluid was visible on the screen during that time. The insulin pump will be returned for analysis.